Manufacturer narrative:
The manufacturer previously reported an issue with the oxygen blending module board, system board and blower motor. The oxygen blending module board, system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was found to be due to damaged bearings. The oxygen blending module board and system board were evaluated and found to operate to design specifications.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board will be replaced to address the issue.